Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) verified the reported complaint. He observed the central control monitor (ccm) would not power up, however a root cause cannot be determined.

Manufacturer narrative:
Per the manufacturer's sales representative, the screen was unresponsive to touch. The perfusionist turned the main power off and back on but the screen did not power on. The field service representative (fsr) replaced the central control monitor (ccm). The unit operated to the manufacturer's specifications. Per the sales representative, the reported issue was found during routine check-ups of the unit. The suspect device was returned to the manufacturer for further evaluation.

Event description:
It was reported that during the use of the device for a non-clinical activity, the central control monitor (ccm) would not power up. There was no patient involvement.

Manufacturer narrative:
The service repair technician verified the reported issue and was unable to determine a root cause so the central control monitor (ccm) will be scrapped. The user was supplied a replacement ccm. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.